Event description:
Reportedly, during first installation for association with an ICD, the status led of the subject home monitor remains orange. It did not react to any healthcheck.

Manufacturer narrative:
D1, d4 corrected. The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during first installation for association with an ICD, the status led of the subject home monitor remains orange. It did not react to any healthcheck.

Event description:
Reportedly, during first installation for association with an ICD, the status led of the subject home monitor remains orange. It did not react to any health check.